Event description:
It was reported that the patient had the artificial urinary sphincter removed as the device stopped effectively working to manage his stress urinary incontinence (sui). A new artificial urinary sphincter was implanted. No patient complications were reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The reported patient symptoms are known risk associated with implant of these devices as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.